Event description:
Caller reported that the pump became hot to touch while charging. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.